Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History files inspection: the history files were analysed by r&d on the incident date, (B)(6) 2025. There is no indication in the device's history that more than 10 ml were infused. Visual inspection: the cover caps on the screw pillars and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear but no external damage is visible. Functional inspection: the device passes the self-test. A terumo 50 ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,27% (accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24). Disassembly: no damage or soiling could be found. Conclusion: the defect could not be confirmed. Summing up all tests, the perfusor space operated within our specification. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.

Event description:
According to the event description: "inexplicable loss of 15mls. Syringe started off with 47ml and ended with 22ml. Pca bolus a/d 10/10.".